Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) for failure analysis evaluation. Upon visual inspection, no issues were identified that would be related to the reported event. The usm was installed onto a golden system, where a movement resistance error tested positive, indicating a fault in the yaw axis and confirming that the issue had occurred in the field. Subsequently, the usm was placed on a patient side cart fixture test platform (pftp), where brake check failures were found on the yaw axis. The yaw motor mods was identified as the source of the fault. Due to the mechanical nature of the defect, no error logs were generated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed and completed the carriage tests, which passed successfully. However, during the test drive, universal surgical manipulator (usm) #4 exhibited a higher movement sensitivity. The fse replaced usm #4, and the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, resistance was encountered on both the system¿s carriage and the left master tool manipulator (mtm) when attempting to achieve full range of motion. The issue was first noticed during the takedown of the bladder flap. An intuitive surgical inc. (Isi) technical support engineer (tse) was consulted and recommended the use of a backup drape and sterile adaptor; however, the issue persisted. Additional troubleshooting efforts included swapping instruments and drapes, power cycling the system, and adjusting the excess drape, but they did not resolve the problem. The tse reviewed the system logs and found no messages or errors related to the event. Due to the inability of the instrumentation to reach the intended anatomy and the system's performance, the procedure was aborted prior to ligating the dorsal venous complex (dvc). The surgeon suspects an intermittent issue within the system, as similar non-recoverable faults have been observed previously, particularly during set-up. The patient was rescheduled, and the procedure was later completed robotically without any instrument or system-related complications. There are no concerns that this event will result in long-term complications for the patient. Additionally, the two subsequent procedures originally scheduled following the aborted procedure were also rescheduled. An isi field service engineer (fse) was dispatched to the site for further investigation.